Event description:
3/13/97: pacemaker placed for symptoms of sinus arrest and bradycardia. Pt stable from 10:10a.m. 3/13 to 6:00 a.m. 3/14. Symptoms of nausea; 11:30-diaphoretic-EKG= st elevations. Bp dropped to pamine. 12:05-respiratory arrest. To o.r. Attempted ventricular rupture repair-unsuccessful.